Manufacturer narrative:
UDI #: unknown since serial number(s) were not provided. Date(s) of events: unknown; reportedly it was some weeks prior to the other reported events of (B)(6) 2016. Serial #'s, catalog #'s, and expiration date(s): unknown, not provided. Implant date: if implanted, give date(s): unknown, not provided. Explant date: if explanted, give date(s): not applicable - at the time of this report there is no indication that the lens(es) have been explanted. Initial reporter phone number: (B)(6). Mfg date: device manufacture date(s): unknown since serial #'s were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that some white/clear material was attached to the edge of a lens of a preloaded insertion system, model pcb00. The material looked and felt like plastic, possibly from the inner layer of the cartridge. Particles were very small as seen in microscopy. Material was a bit difficult to remove, but was successfully aspirated with irrigation/aspiration (I/a). The injector/cartridges were discarded. No patient injury reported. There were 5 separate mdrs filed for 5 pcb00 units with known serial numbers. The surgeon reported additional units but did not provide an exact number, nor any serial numbers. This MDR will capture the additional units.

Manufacturer narrative:
The intraocular lenses (iol) were not returned to the manufacturer; therefore the reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records cannot be reviewed labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.